Event description:
In 2007, the sales rep reported that during a two level cervical fusion the surgeon attempted to bend the plate and it broke close to the secure ring. The surgeon attempted to bend another plate and it also broke. The surgeon then successfully implanted a 38 mm plate. There was only a 3 minute surgical extension and no reported injury to the pt.

Manufacturer narrative:
Device was not implanted. Requests have been made for the return of the prod. Request has been made to obtain the product. Eval is pending upon the return of the prod.